Manufacturer narrative:
MDR 9618003-2019-09330 / device 1 of 17. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown additional quantity of wafers that had an off-centered starter hole. These were used by the patient previously. Reportedly, she stopped using the product due to the reduced wear time.